Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, a cause for the reported leak/splash and material split, cut or torn of clip introducer could not be determined. Additionally, the reported air in the anatomy appears to be related to the reported leak. Air embolism is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two xtw clips were successfully deployed on the mitral valve. To further reduce mr, an xt clip was inserted. However, upon insertion into the steerable guide catheter (sgc), a loss a of fluid column occurred, and air was observed in the left atrium (la) and left ventricle (lv). The clip delivery system (cds) was retracted, but during removal, it was observed the cds introducer had torn. The cds and sgc were removed without further issues. The same sgc was inspected re-prepped without issues. It was noted the air in the anatomy dissipated on it's own. The sgc was reinserted, and one additional clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.